Event description:
It was reported that this right atrial (ra) lead exhibited an impedance output of more than 3000 ohms due to lead fracture. The boston scientific technical services consult discussed the need for an off-label order due to a right atrial lead integrity issue, and the healthcare provider stated the facility does not perform off-label scans, so no programming was performed. As of this time, this ra lead remains in service. No adverse patient effects were reported.